Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable. The trunk cable was pulled from the strain relief, which detached trunk cable connector j702 from the distribution node pca board. The root cause for the strained cable could not be positively identified but was likely physical abuse. No adverse events results from the defective electrode belt. The patient was issued a replacement electrode belt.